Event description:
The beanag suction device failed to hold suction causing the beanbag to deflate and become soft. Follow-up provided by the site reporter in response to analyst questions reveals that the patient had a shoulder arthroscopy, a small blister was found on the abdomen and silvadene cream was applied to the site.